Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. To resolve the issue, the customer changed the cartridge and resumed insulin therapy.